Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message' was confirmed during functional test and per archive data. The most probable root cause is due to damage load cell potentially caused by user mishandling. During visual inspection, the autopulse platform exhibited short black cover damage. During functional test, the autopulse platform showed 'ua07 (discrepancy between load 1 and load 2 too large) error message' at power on. The load cell did not function properly. The load cell would be replaced to correct this issue. Per review of the archive data, user advisory ua07 (discrepancy between load 1 and load 2 too large) error was noted multiple times on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaints found for autopulse platform (sn (B)(4)): ccr (B)(4) reported on 06/14/2017 , the load cell was replaced.

Event description:
It was reported that during patient use the autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message. No consequences or impact to patient was reported.